Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. Sensing was good and there was no evidence of t-wave oversensing. However, noise was present throughout the episode. A boston scientific technical services consultant discussed the clinical observations and informed the caller that the rate cutoff could be increased. No adverse patient effects were reported. Additional information was received that this patient received an additional shock for what appeared to be supraventricular tachycardia (svt). Technical services (ts) noted the qrs complex was a pretty narrow morphology and suggested confirming what this patient was doing at the time. Ts recommended increasing the rate cut off and consider a treadmill test to verify if reproducible. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to bsc aware date from (B)(6) 2022 to (B)(6) 2023.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. Sensing was good and there was no evidence of t-wave oversensing. However, noise was present throughout the episode. A boston scientific technical services consultant discussed the clinical observations and informed the caller that the rate cutoff could be increased. No adverse patient effects were reported. Additional information was received that this patient received an additional shock for what appeared to be supraventricular tachycardia (svt). Technical services (ts) noted the qrs complex was a pretty narrow morphology and suggested confirming what this patient was doing at the time. Ts recommended increasing the rate cut off and consider a treadmill test to verify if reproducible. This electrode remains in service. No adverse patient effects were reported.